Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was found to display a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to be unintentionally activated.